Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter has black marks on the display. The following complaint was classified based on information obtained from the customer service representative (csr). The patient reportedly discovered the alleged issue on (B)(6) 2013 (at 12:45pm). According to the csr's documentation, 25 minutes prior to discovering the alleged issue the patient reportedly was experiencing symptoms of shaking and weakness. The patient, however, denied receiving any form of treatment after noticing the alleged display issue. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The csr also noted the patient has a back up meter. A replacement meter was sent to the patient. There is no evidence that the product caused or contributed to a serious injury because, the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because, the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.